Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, an attempt was performed to advance the trapezoid¿ rx basket over the guidewire into the bile duct. However, the side car-rx (guidewire port) was found pushed back. The procedure was completed with another of the trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, an attempt was performed to advance the trapezoid¿ rx basket over the guidewire into the bile duct. However, the side car-rx (guidewire port) was found pushed back. The procedure was completed with another of the trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received as of february 20, 2018: the event and procedure date is (B)(6) 2018.

Manufacturer narrative:
Visual analysis of the returned device found the basket tip was intact and closed. The side car-rx presented pushback out of specification. The evaluation confirmed that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car - rx pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is "operational context". The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.